Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump was received with a cracked display window corner, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 100 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.